Event description:
We received a medwatch report from a hosp, reporting that a leak was noted in the expiratory limb of the rt235 neonatal breathing circuit. No pt consequence was reported.

Manufacturer narrative:
Method - the complaint device disposition is unk. An assessment has been carried out based on the event description and results from previous investigations. Results - we have received similar complaints to this where the evaqua expiratory limit has been damaged, resulting in a leak. This type of failure is most likely caused by external force during use e.g. From a circuit hanger. Our instructions for use have the following statements: attention use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb. Warning do not crush or pinch the expiratory limb. In addition, we now have a tag on the evaqua expiratory limb to remind users to handle it with care. Conclusions: the damage to the evaqua expiratory limb was most likely due external force during use. We are aware of other similar complaints involving the infant evaqua expiratory limb. The occurrence rate for this type of complaint is approx 0.023% worldwide for the last year. Through a CAPA project, we have implemented corrective and preventive measures to increase and user awareness and potentially reduce the incidence of damage to the evaqua expiratory limb during use. We will be monitoring and tronding the occurrence rates closely to determine the effectiveness of our actions.